Event description:
Ous MDR - it was reported that approx. 48 months after the implantation oversensing was observed.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, abrasion marks were found along the lead body. Particularly in the distal area of the lead, near the shock coil the insulation was found rubbed through, which can be considered as the root cause of the observed noise. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Based on the provided x-ray images from 2013, the rv lead was implanted in the septum with significant intra-cardial slack which might have affected the leads motion. Due to the insulation damage in the distal area, blood had penetrated the lead. Thus a stylet could not be properly introduced within the leads lumen in the course of the mechanical analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.